Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 45 stapler instrument with blue reload was stuck on the lung tissue. The customer was able to release it from the tissue and stated they were able to remove it, and it had already cut and stapled the tissue. The procedure was completed with no reported injury. Intuitive surgical inc (isi) followed up with the initial reporter and obtained the following information: the surgeon could not find how to release the tissue. After stapling and cutting the customer pulled the stapler instrument off the lung tissue. The tissue was able to be released however the stapler instrument jaws were stuck in a shut position. When the customer found how to use the dial it failed to open. There was no patient injury. The instrument will not be returned.